Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with durapl. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, two (2) suprarenal stent graft extensions and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Forty four (44) days post initial procedure, a type 1a endoleak was identified. An intervention was completed. The physician elected to implant another suprarenal stent graft extension to resolve this leak. The patient was reported as doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type ia endoleak. The event is most likely user related due to off label neck anatomy of 62 mm. The devices are indicated for patients with a non-aneurysmal aortic neck and aneurysm with a diameter of greater than or equal to 18 mm and less than or equal to 32 mm. Clinical assessment also identified the patient has chronic thrombocytopenia (a cautionary product use condition). No procedure related harms identified were identified. The final patient status was reported as discharged on the four (4) days following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, two (2) suprarenal stent graft extensions and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Forty four (44) days post initial procedure, a type 1a endoleak was identified. An intervention was completed. The physician elected to implant another suprarenal stent graft extension to resolve this leak. The patient was reported as doing well. Additional information: clinical assessment identified off-label neck anatomy of 62 mm at the index procedure. Clinical also identified the secondary procedure was completed with a vela suprarenal stent graft and a non-endologix (palmaz) device. The patient was discharged four (4) days following a secondary endovascular procedure.